Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a coronary angioplasty procedure. Reportedly, at the plunger removal stage, the cuff did not attach the link to the prolene suture and the plunger was removed without any suture present; a cuff miss occurred. The foot was returned to the deployment step and the device was removed until the guide wire port was visible and the guide wire had been reinserted. A second perclose proglide device was deployed, all steps followed correctly, but the access site had not been completely closed, blood spurting was observed. Hemostasis was achieved by applying manual arterial compression and a curative compress. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The return of the device may have assisted in the investigation of the reported event. Continued bleeding after apparent successful deployment as reported can be influenced by, but is not limited to: manufacturing, user technique and/or patient anatomical conditions. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. The device was reportedly used in a moderately calcified and fibrosed artery. Per the special patient populations in the instructions for use, the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on the reported information and the inspection criteria, a definitive cause for bleeding continuing after successful deployment and the associated patient effects could not be determined; however, the moderate calcified common femoral artery may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All proglide devices are visually inspected and functional deployment testing must meet specification. Query of the complaint handling database was performed and there is no indication of a product quality deficiency.